Manufacturer narrative:
Investigation conclusion: the report of lvp display board assembly being replaced due to reset button not working was confirmed. Testing results identified that the restart button did not function on the returned lvp display board assembly (qty 1 p/n 145690-103). During further inspection, it was found that r34, a 100 ohm resistor was damaged and found to be open when tested. Device inspection: visual inspection found fluid ingress and slight corrosion on the lower half of the pump module display board adjacent to the j1 connector. Root cause analysis: the probable cause of the customer¿s experience with the lvp display board assembly is suspected to be associated to fluid ingress resulting in an open circuit which lead to the restart key no longer functioning. Device history review: review of the (B)(6) service history record showed the device had a manufacture date of 16dec2004. A review of the device service history record was performed beginning from the date of manufacture to the present date 07jan2021 and indicated that this device has been previously returned twice to service for issues not related to this complaint. Review of the production failure records were performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source devices. H3 : only a display board was provided for investigation.

Event description:
It was reported that the lvp reset button was not working and verified by biomed that it was the display board. The customer reported that there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the lvp reset button was not working and verified by biomed that it was the display board. The customer reported that there was no patient involvement.